Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse noted that the vacuum pump and vacuum controller board had failed. Service did not note anything unusual about the failure. The parts were reported. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for add'l reportable events.

Event description:
Customer reported a burning smell coming from the synchron lxi 725 instrument. Power supply and hydro subsystem errors were also displayed. The customer powered the system down. No injuries or need for fire department response were reported.